Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. It was also observed that this lead had high pacing threshold measurements. A chest x-ray was obtained which confirmed that the lead had pulled back. Additional information was received indicating that this lead was surgically abandoned. No additional adverse patient effects were reported.